Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient rushed through their set up and did not use proper technique. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event and treated with unspecified antibiotics IV (dose, route and frequency not reported). The patient was retrained on aseptic technique and discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient experienced and was hospitalized for recurrent peritonitis after being discharged for the previous event. Treatment information was not reported. The cause of the peritonitis remained to be a breach in aseptic technique. The patient was later discharged from the hospital and recovering from the peritonitis. Therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6)2014. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.